Event description:
In 2008, the lay-user/patient contacted lifescan alleging that a one touch ultra meter had read inaccurately erratic. The medical affairs specialist (mas) spoke to the patient on the following month, to obtain/verify information. The patient tests his blood glucose 3-4 times a day. He tests before meals and at bedtime. The patient takes 45 units of lantus insulin every morning and every evening. He also takes sliding-scale humalog insulin based on his meter readings. The patient was unable/unwilling to indicate when the alleged issue started. The patient reported blood glucose results of "160, 245, and 189 mg/dl" with a lifescan meter, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <= 20 mg/dl. He could not remember the date the results were obtained. The patient did not take any actions related to diabetes treatment as a result of the alleged meter issue. In another instance, the patient remembered getting a result of "180 something" mg/dl. Within 5 minutes and without taking any interventions, the patient developed symptoms of "feeling weird" and shaky. The patient retested and got a result of "40 mg/dl". The patient informed the mas that on another occasion, the patient obtained an unspecified inaccurate result. He could not remember what result was obtained. Based on the alleged inaccurate result, the patient claimed that he took a dose of humalog insulin and developed symptoms of sweating and shakiness after. The patient administered self-care by eating chocolate and drinking orange juice to relieve his symptoms. The patient could not recall if he tested his blood glucose when he was symptomatic. The patient's blood glucose was not tested on another device during the time of concern. The patient was using a correct technique for testing with the reported meter. The patient was obtaining blood samples from his fingers and cleaning the puncture sites correctly. The meter and test strips were replaced. This complaint is being reported due to the following conclusion: the patient claimed that he developed symptoms that can be associated with severe hypoglycemia after the alleged meter inaccuracy issue began.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and test strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.